Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how long post op was the additional blood loss noted? Approximately one hour after initial surgery was completed. What was the condition of the patient tissue where 5-0 prolene was placed? Surgeon stated that the tissue looked like it had tore away from the suture. Surgeon noted that the patient had ¿really bad¿ tissue. No future information. During the second procedure, were the 5-0 prolene knots intact? Yes, all knots remained intact. During the second procedure, was the 5-0 prolene noted to be broken? No. Suture appeared to remain intact. Did the prolene suture remain intact and pull apart from the tissue? Yes. Surgeon stated that the suture remained intact but the tissue appeared to tear away from the suture. Can you confirm the physician opinion of the relationship of the suture to the post operative bleeding? Surgeon stated that his first thought was that the staples had not remained intact and thus was the cause of the bleeding. Surgeon then oversewed with 5-0 prolene. After second surgery, surgeon stated that he now thinks that the patient¿s tissue is the cause of the bleeding issues. Surgeon stated that the prolene ¿looked good¿ but he thinks the patient¿s tissue was so poor that it just tore away from the staples and suture. Did the patient receive any transfusion? Yes, amount unknown. No further information. What is the current condition of the patient? On february 3, 2017 surgeon stated in a text, ¿doing pretty well. Stable. Still has chest tubes.¿ no further information.

Event description:
It was reported that the patient underwent a lobectomy procedure converted to open on (B)(6) 2017 and the suture was used in a continuous stitch to oversew the staple line on the anterior trunk of the pulmonary artery due to the tissue had separated from the staple line and bleeding was coming from the line. Approximately one hour after initial procedure, while the patient was in recovery, the patient was readmitted for an additional 500 cc of lost blood and was re-opened. The suture and knots remained intact but the tissue appeared to tear away from the suture and the artery was resewed with unknown suture. The patient was closed and, currently, is being monitored in stable condition in the hospital. On (B)(6) 2017, the patient is stable and doing well. The patient still has chest tubes. After second surgery, the surgeon opined that the patient¿s tissue is the cause of the bleeding issues. The surgeon opined that the suture looked good but the patient¿s tissue was so poor that it just tore away from the staples and suture.